Event description:
It was reported that an intrathecal baclofen patient, whose pump was filled by a home health agency, was overdosed. After refill the patient complained of gastrointestinal symptoms and gradually began losing tone. She was admitted to the hospital and her dose was reduced and they began trying to determine the cause of the problem. It was suspected that the pump had been filled with baclofen 2000 mcg/ml, rather than the prescribed 500mcg/ml. The drug in the pump was sent for analysis and it was confirmed to be 2000 mcg/ml. It was noted that the home health agency's practice has been to draw the drug up into a syringe, label the syringe and send the drug filled syringe with the nurse to the patient's home. In this case the syringe was apparently mislabeled as500 mcg/ml. The nurse filling the pump would not have suspected that the concentration was incorrect. The pump continued to be programmed with the 500mcg concentration, while it was actually infusing a concentration of 2000mcg/ml. It was unknown if the drug was lioresal or the generic baclofen. The problem was discovered in time and the patient did not have respiratory depression, or lifethreatening effects. She has completely recovered. It was later reported that the patient also had symptoms of weakness.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).